Event description:
The patient has complained of recent right shoulder pain, possibly due to secondary glenoid wear. During the revision surgery, the humeral head 52x21 eccentric was removed, and the humeral stem was left intact. Glenoid exposure was achieved a size 52mm glenoid was removed. Glenoid bone loss was noted the surgeon chose to pack the glenoid with morsel. The surgeon used bone graft with a view to replacing the glenoid component at a later date.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The returned devices and x-rays were forwarded to commercialized product development for investigation and analysis; backside glenoid wear was confirmed. However, no root cause for revision is indicated by this review. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. Based on the inability to find any other reported incidents against the provided product and lot codes it is not unreasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the provided product and lot combinations. Repeated attempts to obtain the complaint samples proved unsuccessful. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.